Manufacturer narrative:
The cause of the elevated tacro result is unknown. The customer was able to recalibrate the method with the same lot of reagent. Qc was acceptable and a lower tacro result was obtained. No further evaluation of the device is required.

Event description:
A falsely elevated tacrolimus (tacro) result was obtained. The patient result was reported and the pathologist sent a query to the laboratory about the result. Following recalibration of the method, the same sample was rerun and a lower result was obtained. There was no report of adverse health consequences as a result of the falsely elevated tacro result.